Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Operative notes from the revision surgery indicate that the tibial component was grossly internally rotated (approximately 15-20 degrees from the tibial tubercle). The notes indicate that the tibial component may have been loose; however, this cannot be confirmed with the available description of the procedure. It is unknown if the tibial component was initially implanted with the noted internal rotation or if the rotation occurred subsequent to the component loosening. The nexgen cr, ps, cra, lps, and lcck knee package insert states that the risk of implant failure is higher with inaccurate component alignment or positioning. The package insert also indicates that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A product history search identified no other complaints for the part and lot combinations of the tibial component. Review of the device history records did not find any deviations or anomalies. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information. The information provided on this form was previously submitted under manufacturing report number 1822565-2012-01107.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.